Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported needle to cuff miss (suture retrieval issue), sound and subsequent unexpected medical intervention appears to be related to operational context. It is likely that an interaction of the device with patient anatomy (human tissue, calcified femoral vessel, etc.) Or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported sound when the plunger was pulled back was likely the result of the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using two prostyle devices after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. Additionally, the devices sounded differently when the plunger was pulled back. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.